Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: a review of the pump black box data indicated evidence of short battery life with a sudden drop in voltage on 07/23/2017 and 07/24/2017 resulting in eaw 128 replace battery alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked in thread area and below grip pad. There was evidence of moisture contamination inside battery compartment. A leak test showed leaks at a battery compartment crack and a cover crack. During investigation, the pump intermittently powered on with the returned battery cap and a test battery cap. With a fully charged battery installed, when pump powered on, low battery warning or replace battery alarms occurred. Current draws were found to be out of specifications. The pump case was removed and evidence of moisture was found inside pump on components of the printed circuit board. High current draw levels were found to be due to moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.